Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer declined to provide additional information on the reported event and declined troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.